Manufacturer narrative:
The technician found the cardiopulmonary resuscitation handle stuck on IV pole. The technician removed the handle from the IV pole to resolve the issue.

Event description:
The technician alleged that the head of the bed would not raise. No pt impact.